Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the foreign material remained in the device because reprocessing could not be conducted properly due to a leak by the scope cover. Furthermore, the foreign material could not be identified. The following information from the instructions for use (IFU) pertains to this event: gif/cf/pcf-190 series operation manual includes a way of detection in chapter 3 ¿preparation and inspection¿. Gif/cf/pcf-190 series reprocessing manual includes the preventive measures in chapter 5 "reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited a foreign material found in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.